Manufacturer narrative:
Sensor, applicator, and sensor pack (B)(6) were returned and investigated. Performed visual inspection on returned applicator and no issues were observed. Applicator had fired correctly and no issues were observed with sharp. Performed visual inspection on returned sensor pack and no damage was observed. The lid was not completely peeled off, an indication of incorrect assembly method by the user. Performed visual inspection on returned sensor and no issues were observed. The sensor plug is properly seated. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Therefore, the issue is not confirmed to use error due to incorrect assembly. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported experiencing pain and numbness while wearing the adc freestyle libre 2 sensor. The customer had contact with a healthcare provider and received valium (diazepam), enantion, and intravenous morphine for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported experiencing pain and numbness while wearing the adc freestyle libre 2 sensor. The customer had contact with a healthcare provider and received valium (diazepam), enantion, and intravenous morphine for treatment. There was no report of death or permanent injury associated with this event.